Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient did not wear a mask. The patient was not hospitalized for the event. The patient was treated with intraperitoneal injection reflin (500 mg in three bags, frequency and duration not reported), injection heparin (1000 iu in three bags, frequency and duration not reported) and intraperitoneal amikacin (50 mg in three bags, frequency and duration not reported) for peritonitis. At the time of this report, the patient was recovering from the peritonitis event. Peritoneal dialysis therapy was ongoing. It was not reported if the patient was retrained on aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.